Event description:
It was reported that the patient had fluid buildup on the right side of their chest. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) day post procedure, the patient was reported to have fluid on the right side of the chest. The physician placed a chest tube to drain the fluid from the patient. The physician suspected the possible cause to be from intubation or initial access. The patient recovered from this event and is doing well. The patient was discharged from the hospital six (6) days post procedure. There were no other complications that were reported to have occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0037434745. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pleural effusion and perforation (additional device required). Risk review: a risk review was completed and confirmed that the events of pleural effusion and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had fluid buildup on the right side of their chest. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) day post procedure the patient was reported to have fluid on the right side of the chest. The physician placed a chest tube to drain the fluid from the patient. The physician suspected the possible cause to be from intubation or initial access. The patient recovered from this event and is doing well. The patient was discharged from the hospital six (6) days post procedure. There were no other complications that were reported to have occurred.